Manufacturer narrative:
The customer reported "tubing fell apart between pumping segment and tubing above pump". Received from the customer was one used primary set model 2426-0500 lot 20053463 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was observed that the silicone segment tubing (p/n 12088541) was completely separated from the upper fitment (p/n tc10008721). Further visual inspection of the silicone segment observed no evidence of a retainer ring indentation indicating that the retainer ring was not assembled onto the set. The retainer ring (p/n 601316-000) was not present. No gouge/crush marks were observed on the upper fitment. Clear liquid was observed in the drip chamber and entire length of tubing. A green alcohol disinfecting cap was attached to the two smartsites below the pump segment. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separation and the leak that would occur. Dimensional analysis was performed on the upper fitment and silicone segment. The first tapered outside diameter at the top of the nipple area which is inserted into the silicone segment tubing measured 0.163¿, within the specification of 0.162¿ +/- 0.002¿. The bottom tapered outside diameter of the nipple area measured 0.169¿, within the specification of 0.168¿ +/- 0.002¿. The inside dimension of the silicone segment measured 0.130", within the required specification of 0.129¿ to 0.132¿. The expected retainer ring was not present for inspection. Equipment used (visual inspection and measurement performed on 21-sep-20) - calipers, eq02784, calibration due date: 19-dec-20 - pin gauges, eq08349, calibration due date: 14-july-21 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr. The device history record for primary set model 2426-0500 lot 20053463 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 25 may 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing fell apart between pumping segment and tubing above pump was confirmed on primary set model 2426-0500. The separation was determined to be at the engagement between the upper fitment and silicone segment. The root cause was identified as due to a misassembly of the set during the manufacturing assembly process.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing fell apart. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053463 it was reported that tubing fell apart between pumping segment and tubing above pump. Short description of event: (B)(6) 2020 at 1000: nurse went to prime primary tubing with carrier fluid. Primary tubing fell apart between pumping segment and tubing above pump. Have any previously unreported events for this same issue occurred? No. Who was involved/impacted? Clinician. Was there patient involvement? No. Did the event involve death? No. Did the event involve serious injury? No. Was the death/serious injury/event/impact/outcome related to the device? Yes this event is related to the defective product. Was there a delay of, or change in the course of treatment due to the event? No. Exposure to blood/bodily fluid/ IV solution? No. Was medical/surgical/other intervention required? No. Outcome? No.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing fell apart. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053463. It was reported that tubing fell apart between pumping segment and tubing above pump. Short description of event: (B)(6) 2020 at 1000: nurse went to prime primary tubing with carrier fluid. Primary tubing fell apart between pumping segment and tubing above pump. Have any previously unreported events for this same issue occurred? No. Who was involved/impacted? Clinician. Was there patient involvement? No. Did the event involve death? No. Did the event involve serious injury? No. Was the death/serious injury/event/impact/outcome related to the device? Yes this event is related to the defective product. Was there a delay of, or change in the course of treatment due to the event? No. Exposure to blood/bodily fluid/ IV solution? No. Was medical/surgical/other intervention required? No. Outcome? No.